Manufacturer narrative:
H6: investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 0202583 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the end of the barrel was broken with cracks running up the sides. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the observed damage was caused by a misalignment while loading or seating the barrel during the manufacturing process. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to all manufacturing personnel to raise awareness of this incident. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in was damaged. The following information was provided by the initial reporter: chamber broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in was damaged. The following information was provided by the initial reporter: chamber broken.